Manufacturer narrative:
The device evaluation found no malfunctions aside from the allegation reported in b5. A device history review of the current product was conducted, and no problems were found. Per the instructions for use: ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a broken coupler and a lost of water tightness due to cuts in the cable. There were no reports of patient involvement.